Event description:
Event description guidant received information that the pacing impedance measurement with this cardiac resynchronization therapy defibrillator (crt-d) and non-guidant left ventricular (lv) pacing lead was noted to be greater than 1300 ohms. It was also noted that there was noise on the right ventricular channel which inhibited pacing two separate times, during which, the patient was asymptomatic. The noise cannot be reproduced with patient isometrics, pocket manipulation, or valsalva.